Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysm aortic neck was 20 mm. Aneurysm and vessel morphology are unknown. The patient has a history of a cerebrovascular accident and coronary artery disease. It was reported that the right common iliac artery was dissected at the distal location of the stent graft during the procedure. The dissection was treated with balloon angioplasty, and the gradient was reported to be acceptable at the end of the procedure. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.